Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of up to 160 ohms. The patient's physician noted they would be consulting an electrophysiologist in the future. There were no interventions planned at that time. No adverse patient effects were reported. The lead remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of up to 160 ohms. The patients physician noted they would be consulting an electrophysiologist in the future. There were no interventions planned at that time. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the shock impedances continued to gradually rise. A surgical revision was performed, and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.